Event description:
It was reported that the pump experienced a malfunction, indicated by malfunction code 12. The customer did not experience blood glucose levels exceeding 500 mg/dl, indicating there was no immediate adverse impact on the blood glucose level. The customer reported multiple occurrences of this malfunction, and although no backup therapy was available, the customer planned to contact a healthcare provider. Technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for putting the pump into storage mode, and advised on the return of the faulty pump using a prepaid label. The customer understood and acknowledged the steps and options provided by technical support.